Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The malfunction code displayed was resettable, and technical support assisted the customer with resetting the pump. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues occurred, which the customer acknowledged and understood.